Event description:
The surgeon at the clinic, reported the following event : "[...] Very difficult to remove the stem because of the faulty nature of the abg extractor. It led to a periprosthetic fracture of the trochanter. Change of the stem and femoral metaphyseal synthesis by cerclage.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding intraoperative periprosthetic fracture during stem extraction using an abgii modular stem extractor was reported. The event was not confirmed. Clinician review of the event concluded: "without the involved instrument available for inspection to prove the contrary, this aspect is clearly procedure-related with regard to surgical technique and not device-related." The event could not be confirmed nor the root cause of the reported periprosthetic fracture determined due to the minimal information received.

Event description:
The surgeon at the clinic, reported the following event : "[...] Very difficult to remove the stem because of the faulty nature of the abg extractor. It led to a periprosthetic fracture of the trochanter. Change of the stem and femoral metaphyseal synthesis by cerclage.

Manufacturer narrative:
Correction: previous report stated the event was not confirmed, however, upon update and reclosure of investigation, it was determined that the event was confirmed. An event regarding intraoperative fracture during stem extraction using an abgii modular stem extractor was reported. The event was confirmed. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: clinician review of the event concluded: "without the involved instrument available for inspection to prove the contrary, this aspect is clearly procedure-related with regard to surgical technique and not device-related." Device history review could not be performed because the device associated with this event was not returned nor was it properly identified. Complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: the event was confirmed as per the clinician review. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The surgeon at the clinic, reported the following event: very difficult to remove the stem because of the faulty nature of the abg extractor. It led to a periprosthetic fracture of the trochanter. Change of the stem and femoral metaphyseal synthesis by cerclage.